Event description:
Reportedly, the client is reporting that the handle was stiff and could not be pressed easily; when the surgeon forced on the handle, a steel cable broke. Pulmonary tissue damage; sutured with thread.